Manufacturer narrative:
E1 - (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a chemoclave vented bag spike that experienced no flow during use. It was stated in the report that, "chemo couldn't drip." The issue was noted during infusion. There was concomitant drug, and no concomitant device involved. Quantity affected is 1, and the sample is available for return. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy. Update: it was stated that there were no physical defects noted on the product, and there was no problem after replacing the product.

Manufacturer narrative:
One (1) used. List #ch-14, chemoclave® vented bag spike was returned for evaluation. As received, a stick down on the clave was observed; no additional damage or anomalies were observed. No mating device was returned for evaluation. The returned set was primed and flow restriction was observed, the clave was disassembled, and a bent spike and seal tearing was observed; no additional damage or anomalies were confirmed. The complaint of no flow / can't prime can be confirmed. The probable cause is due to a molding error in salt lake city. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/12/2025; d9 - device available for evaluation: yes.